Event description:
A caller reported that the adc device would not power on with button press or when plugged into charging cable. Due to being unable to obtain glucose results, the customer lost consciousness, requiring treatment of sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device would not power on with button press or when plugged into charging cable. Due to being unable to obtain glucose results, the customer lost consciousness, requiring treatment of sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader powered on with button depression. Blank screen was not observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.